Event description:
It was reported that in 1997 the pt underwent surgery for a right knee replacement. During 1998, the knee was redone due to hyperextension. The following month, the pt was re-admitted with a high fever due to an infection. Intravenous antibiotics were administered, and the site was re-opened and irrigated. After discharge, v.o.n. Were visiting at home twice daily to clean and dress knee. The visits were originally once daily but due to the amount of discharge, these were increased to twice daily. Puss, and occasionally, pieces of sutures were discharged. The incision finally closed after three months. During this period, the pt was on antibiotics. Surgery to replace the knee was planned for the next month. The pt was off antibiotics by the middle of the month. After a week, the infection recurred and the pt was back on antibiotics and the operation was cancelled. A swab taken at this time came back as normal staph infection. The pt was referred to another physician 2 months later. It was decided the prosthesis should be replaced.